Manufacturer narrative:
Correction: an evaluation by medtronic personnel found that the reported issue was a malfunction of the navigation system that was not reportable via a medical device report (MDR) 3500a form.

Manufacturer narrative:
A medtronic representative test the equipment. The representative reported that the monitor of the navigation system was replaced to resolve the reported issue. The suspect monitor was returned to the manufacturer for evaluation. Visual inspection found a crack along the upper left edge of the screen. It was noted that bezel separation occurred on the upper edge of the plastic housing. The monitor functioned as designed during testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while performing a demo with the navigation system, their thumb was cut when attempting to move the monitor. It was reported that a crack on the monitor was discovered. The representative reported that the cut was approximately 2mm in size and did not require any additional attention. No additional information was provided.